Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that at the moment when the incision was being sutured for pocket closure, the programmer values indicated that the left ventricular (lv) lead was possibly dislodged. There was discussion of repositioning it in the future. The lead remains in use. No patient complications have been reported as a result of this event.